Event description:
The consumer reported a false negative result with the binaxnow covid-19 antigen self test. Repeat testing was performed on the same day and generated a negative result. Confirmation testing was performed with a different brand of unknown antigen test and generated a positive result. Another molecular test was performed by his health care provider generated a negative result. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Manufacturer narrative:
Based on information reported in the first supplemental report, this event is not reportable as the pcr test confirms the binaxnow covid-19 antigen self test. As a result, this event is no longer reportable.

Manufacturer narrative:
Investigation report: the following information was confirmed: the customer reported taking two self tests on the same day. The first test was from another brand and the result was positive. The second test was a binaxnow test kit and the result was negative. The third test was a molecular pcr test and the result was negative. The following information was not able to be confirmed: additional patient specific details. If the storage, sample collection, and device testing were performed per package insert (pi) instruction. If the pcr and self tests were taken on the same day. Technical services attempted to conduct troubleshooting; however, the customer did not want to give or receive any additional information. No additional investigation is necessary as a product deficiency was not identified.